Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code displayed) was confirmed. Upon investigation the monitor was unable to fire a pulse test and displayed a service 110 (charge profile fault). The cause for the failure was isolated to a defective u1005 component causing damage to u1004, l600 and u6 on the computer/analog board. The root cause for the defective u1005 be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor was displaying a service code 110.